Event description:
It was reported that during the test period of a farawave catheter, white spots were observed on the catheter upon opening the package and the package was damaged. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.